Event description:
It was reported that a sudden increase in capture was observed. The physician elected to explant to lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a complete analysis could not be performed due to the lead was received cut in two sections. The damage found was sustained during the surgical procedure.